Event description:
It was reported that the "operator" found that the intra-aortic balloon (iab) stuck in the super arrow-flex (saf) sheath during the insertion phase. The saf sheath was inserted into the pt's femoral artery. The operator was not only unable to insert the iab through the saf sheath, but the operator also observed a bulging at the proximal part of the membrane. It is unk if this was due to excessive manipulation of the iab catheter. It is unk if there was a pt death or injury, or if medical/surgical intervention was required. There is no info available about the therapy being delayed or interrupted. The pt outcome is listed as "unk."

Manufacturer narrative:
(B)(4). Sample will not be returned eval.